Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient was unhappy with vision and diplopia. Post surgery, the patient experienced corneal edema and vision was getting worse over time. The iol was explanted in a secondary procedure. Additional information has been requested and received stated that the patient issue has been resolved and the lens was exchanged for a non company lens. No further information available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The lens was returned in a specimen cut. Solution was dried on the lens. The optic was torn/split/cracked and cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provide that the multifocal company lens 20.0 diopter, +2.50 add power lens model was exchanged for a non-company 19.5 diopter monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).